Event description:
It was reported that an attachment device was "running hot". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The customer did not allege a malfunction, however, it was discovered that the device failed the temperature acceptance test as the device exceeded the acceptable limits. Evidence suggests this was due to usage / wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).